Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU instructs the user to attach the female end of the quick-release buckle (short strap) to a movable part of the bed frame, out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on straps to ensure a good connection. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for the failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). Pending product return.

Event description:
Customer reported the restraint did not remain tight. When the patient pulled up it did not engage the strap or clasp. Additional information received, stated the issue is with the strap slipping through the plastic device and allowing the patient to move his/her arm freely. The date the issue was discovered is unknown and no patient incident or injury was reported. No additional information was provided at the time of this report.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product was not returned after multiple attempts. An investigation of historical complaints found no other complaints that matches the reported issue. Review of the other complaints found them to be related to breakage of the quick-release buckle, resulting in patient release. However, most of the breakage were related to the prong, of the male portion of the buckle, where the possible cause was excessive force. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. It is recommended that the restraint not be used on patient who is or becomes highly aggressive, combative, agitated or suicidal. The IFU also provided extra warning to always monitor patient per facility policy. Be aware that constant monitoring may be required for: aggressive or agitated patients; and patients deemed at risk of aspirating their vomit. This includes patients in the supine position, or who are not able to sit up. If the patient vomits, he or she could aspirate the vomit and suffocate. Be prepared to intervene at the first sign of danger. Such patients require frequent review and evaluation of their physical and psychological status. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #2018-01588.